Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient could no longer establish communication between the ipg and external devices (patient programmer and charging system). It was noted, the patient last charged two months ago. Increasing/decreasing space and a replacement charging system were tried to no avail. The next course of action has not been disclosed to the manufacturer.